Manufacturer narrative:
As stated, this report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00016 to provide a status update for this report. The actual device was not returned and the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00016 to provide a status update for this report.

Manufacturer narrative:
The actual device was not returned and the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code was used in the conclusions. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported valve leakage on the involved device. Follow up communication with the user facility confirmed the following information: the valve was leaking; and there was no patient injury.

Manufacturer narrative:
As stated, this report is being submitted as follow up no. 2 for mfg. Report no. 1118880-2016-00016 to provide the sample evaluation results. The actual device was not returned to the manufacturing facility for evaluation. Therefore, the failure investigation was limited to evaluation of the user facility information and retention samples from the reported product code/lot# combination and the surrounding lots. There were no visual anomalies noted during the visual evaluation. In addition, functional testing confirmed the products met manufacturing specification. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. The investigation results verified that the retention samples were the normal product. Although the exact cause cannot be determined, a formal investigation has been initiated. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Actual device not returned.

Event description:
This report is being submitted as follow up no. 2 for mfg. Report no. 1118880-2016-00016 to provide the sample evaluation results.